Event description:
The customer reported the generator did not work during an rf ablation procedure. The procedure was cancelled. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.